Manufacturer narrative:
The investigation of the returned expiratory voice coil has been completed. It is part of the expiration valve that regulates the positive end-expiratory pressure (peep). The field service engineer replaced the voice coil on-site, after that, the ventilator passed functional and safety tests, and was returned for clinical use. The returned voice coil was visually inspected, no defects were found. It was mounted in a reference ventilator for simulated use testing, it passed all tests without deviation. Electrical evaluation showed no defects. A log evaluation confirms the reported issue, the pre-use check failed because the voice coil offset was too high, but it cannot be confirmed that the voice coil was faulty since the membrane in the expiratory valve may also cause this failure. The root cause could not be determined. A faulty expiratory valve may lead to low/high peep and low respired volume. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that during pre-use check, the ventilator failed the pressure transducer test. There was no patient involvement. (B)(4).